Manufacturer narrative:
The customer indicated the devices were discarded. The catalog number provided is the international list number that was involved in the reported event. The domestic list number has a common device name of 80gcx and is 510k exempt. The information on reprocessing of the device was requested; however, no response has been received. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
General report received of an unspecified number of undocumented incidents of loss of suction. It was reported that during patient use and during testing of the devices prior to patient use, the suction was "blocked" after approximately 100 ml of fluid was suctioned. The customer contact could not provide specific patient or event details. The liners were replaced and the therapies were resumed. There were no reported adverse patient effects. No medical interventions were reported. Though requested, no additional information was provided.